Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an extensive hospital stay due to a right middle cerebral artery (mca) embolic stroke. The patient had been noncompliant with all of their medications and was not taking any anticoagulants. They had left sided paralysis, could not speak, and were reportedly staring funny at the television. Thrombectomy of the rmca clot had worsening edema and the patient had to have a craniectomy. They had a plate and fixed left sided paralysis. They are in a long-term care facility.

Event description:
The stroke that the patient experienced on (B)(6) 2023 occurred before pump implant which occurred on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: upon further review, the stroke the patient experienced occurred prior to left ventricular assist device implant. This record remains documented in our complaint handling system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.